Event description:
It was reported that the patient had a system error 2240 (air in tubing) alarm on the homechoice device. At the time of the alarm, the patient was connected for dwell five of six of peritoneal dialysis therapy. During troubleshooting, there was nothing unusual with the supplies or the set up that could have caused or contributed to the alarm. The power was cycled to clear the alarm and the patient planned to restart therapy using new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.